Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported intermittently that the customer experienced a low blood glucose (bg) of 45 mg/dl; cause was unknown. Customer consumed carbohydrates to address bg. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.